Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that at implant, the hcp connected the suturless pump connector. When he checked the connection by tugging and rotating it, he noted a small fracture with a fluid leak in the sutureless pump connector. The pump connector was then replaced without any further issues. The pt recovered without sequela.